Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-04091. Related manufacturer report number: 3006705815-2019-04092. It was reported patient¿s system was not providing adequate relief. Surgical intervention may be planned to address this issue.

Manufacturer narrative:
Explant information was added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received patient¿s system was explanted.